Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the stem identified that the stem had fractured and the end of the proximal portion was still attached to the distal portion of the stem. There are gouges, nicks and scratches that most likely occurred during extraction. Sem analysis identified that the fracture was located at the junction of the proximal and distal components. The fracture initiated on the lateral side and initially progressed as fatigue before culminating in an overload fracture. Radiographs were provided and reviewed by an hcp and identified that the medical side (lesser trochanter) had fractured. The stem had a neutral version and was well positioned in the canal. The bone quality was good and there is no osteolysis. The quality of proximal support could not be determined. DHR was reviewed and discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: p0561e52 - avan e1 insert 28 s 52 ¿ 0001046259, p0463052 - avan cmntd shell ss 52mm 52mm ¿ 0001056609, 00801802803 - femoral head sterile product do not resterilize 12/14 taper ¿ 63193597, 00662406530 - bone screw self-tapping 30 mm length 6.5 mm dia. ¿ 63103848, 00998201618 - femoral stem - revision taper ¿ 63186740. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03652.

Event description:
It was reported that a patient underwent a revision surgery approximately 3 years post implantation due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.